Event description:
This otologist writes that between the late fall and early winter of 2004, he had a pt experience transient facial paralysis following chronic ear surgery. He had 2 other pts also experience if for a total of 3 incidences in a 6 week period. The surgeries were difference, some tympanoplasties, some tympanoplasties with mastoidectomy, one severely infected, one not infected at all. All 3 surgeries were done in the same unit, were all done by the same surgeon, all were done with the same instruments, and all used gelfoam to pack the middle ear to support the graft. The physician states that a number of other surgeries were done during this same time period without the same complication. He doesn't really feel that the gelfoam is the causative agent, his assumption is that it is a reactivation of herpes simplex virus that occurred for some unk reason. He says he can count on 1 hand the number of these types of cases he has seen in his 25 years of practice, so he is just trying to find a reason why he had so many cases in such a short amount of time. The pt in question has recovered and is doing well.